Event description:
While rn was priming tubing with normal saline, tubing "bubbled out" like the tubing was blocked, and although saline did go through entire line. Bd alaris pump infusion set lot 24113004 exp 11/1/2027.